Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2-3. One xtw clip was implanted, reducing mr to a grade of <1. Roughly two months post procedure, the patient returned to the hospital with a symptom of shortness of breath. On (B)(6) 2024, echocardiography showed mr had worsened to a grade of 4. It was noted the clip remained stable on both leaflets. On (B)(6) 2024, an additional mitraclip procedure was performed. To reduce the mr, an additional xtw clip was implanted, reducing mr to a grade of 2. It was suspected a perforation to the posterior leaflet potentially occurred.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported worsening mr and subsequent dyspnea appear to be due to the suspected tissue injury (perforation to the posterior leaflets). However, a cause for tissue injury cannot be determined. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a